Event description:
Customer called to report a hospitalization due to low blood glucose. The paramedics were called to treat a low blood glucose of 40 mg/dl. Customer was transported to the hospital. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.